Event description:
It was reported that on (B)(6) 2022, a 4mm by 4mm amplatzer piccolo occluder was selected for implant in a 4kg patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter of 2mm, diameter at aortic ampulla of 4.2mm, and length of 4.6mm. The device was sized using angiography. During the procedure, the device had extraductal placement, and it was repositioned to an intraductal position. The device was released and embolized into a branch of the right pulmonary artery. The device was not able to be snared, and the patient was then transported to a different hospital to remove the device. Then, a 5mm amplatzer duct occluder was implanted to resolve this event. The patient status was reported as stable, and the patient has since been discharged with no patient consequences. The implanter believed that the cause of the embolization was that the device was too small for the patient's anatomy.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the device embolism upon release was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A returned device assessment could not be performed as the device was not returned for analysis. Information from the field indicated that a larger device was chosen than recommended for the size of the defect, per the instructions for use, as it was thought the recommended device was too small. It was indicated that a larger device (a 5mm duct occluder) was successfully implanted after the device embolism. Information from the field indicated that the cause of the device embolism was thought to be due to the implanted device being too small. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: 4607 code added. H6 medical device problem code: 2017 code added.

Event description:
It was reported that on (B)(6) 2022, a 4mm by 4mm amplatzer piccolo occluder was selected for implant in a 4kg patient with the following patent ductus arteriosus (pda) dimensions: minimal diameter of 2mm, diameter at aortic ampulla of 4.2mm, and length of 4.6mm. The device was sized using angiography. During the procedure, the device had extraductal placement, and it was repositioned to an intraductal position. The device was released and embolized into a branch of the right pulmonary artery. The device was not able to be snared, and the patient was then transported to a different hospital to remove the device. Then, a 5mm amplatzer duct occluder was implanted to resolve this event. The patient status was reported as stable, and the patient has since been discharged with no patient consequences. The implanter believed that the cause of the embolization was that the device was too small for the patient's anatomy. Subsequent to the previously filed report, additional information was received that the device was confirmed to be secure in the patient prior to release. Then on (B)(6) 2022 the 5mm amplatzer duct occluder was implanted to resolve this event.